Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned in the patient¿s laa. A 30mm watchman ® laa closure device & delivery system (wds) was advanced and deployed in the laa. The closure device was deployed too distal and after 3 partial recapture attempts the feet became too entangled due to the difficulty of the anatomy. During a full recapture of the closure device, the was became kinked near the primary curve where the dark blue meets the light blue. The physician did not express any unusual difficulty in recapturing the device. The devices were removed as a system and exchanged for a new was and wds. There were no patient complications reported.